Manufacturer narrative:
The lead was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that a latitude red alert was received from system due to high right ventricular (rv) pacing impedance measurements and v-tachy mode set to value other than monitor + therapy. A boston scientific sales representative confirmed that this patient's physician programmed the device off and the patient was sent home with a life vest until the out of range impedance measurements could be addressed. A revision procedure was performed and an insulation breach was identified near the proximal end of the lead. The lead was removed from service and replaced. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The lead will be returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead segments was performed. Microscopic analysis revealed insulation damage through to the rs- lumen 188-195mm from the terminal pin. The morphology of the insulation breach is indicative of either lead-on-lead or lead-on-can contact within the pocket area. Electrically, both lead segments were continuous. No other adverse events have been reported. This product issue will be updated if additional information is received.